Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#1627487-2018-10459. It was reported during revision of the drg system on (B)(6) 2018 due to ineffective stimulation, the lumbar lead appeared to be fractured and dislodged from the header. As a result, the drg lead was replaced and a new lead was added in the thoracic location to address the issue. In turn, the physician opted to replace the ipg during the same procedure. Stimulation was successfully restored postoperatively and the issue resolved.